Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant medical products: part 22-300820, lot 01210- arcos 20x150mm spl tpr dist ha, part pt-104058, lot 388510- regen/rnglc+ solid 58mm sz 24, part ep-105894, lot 337970- epoly rlc 36mm 10deg sz24, part unk, lot unk- unknown biomet arcos-proximal body, part 650-0661¸ lot unk- delta ceramic fem hd 36/0mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event; please see associated reports: MFR 0001825034-2017-10925, MFR 0001825034-2017-10927, MFR 0001825034-2017-10928, MFR 0001825034-2018-01145. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies related to this complaint were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Reported pain post-op revision surgery.